Manufacturer narrative:
Manufacturing review: a manufacturing review was conducted. The lot met all release criteria. Visual inspection: sample was returned. The lever was disengaged, as expected for a used probe. The main probe assembly was pushed back on the probe cover. The cannula driver was in the initial position. The slider was pulled out from the slider cover, indicating that the clutch wheel was not engaging the internal gears, and that the probe was in prime/pierce mode. The sample notch was in the initial position. The gears were in alignment. Performance/functional evaluation: the slider was adjusted to the initial position. The probe was loaded into an in-house driver. The probe clicked into place and the driver lights flashed green, indicating that the probe was installed. The device was then primed and functionally tested 5 times in a chicken breast. Each time, the device underwent the following processes: driver initialization, sample acquisition, sample storage, and system reset. The device acquired a sample each time with no issues, and each sample was completely deposited into the sample container. The needle was easily removed from the chicken breast without issue. Medical records review: as medical records were not provided, a review could not be performed. Image/photo review: no medical images have been made available to the manufacturer. Conclusion: the investigation is inconclusive as the device worked properly under laboratory conditions. However, the reported conditions of use could not be fully recreated (i.e., human tissue). The root cause could not be determined based upon available information. It is unknown whether patient and/or procedural factors contributed to the event. Labeling review: the current instructions for use (IFU) states: precautions do not use the finesse® ultra biopsy probe without the integrated coaxial cannula. The integrated coaxial cannula may be removed after the biopsy to retain a track to the biopsy site when placing a tissue marker. The finesse® ultra breast biopsy system should only be used by a physician trained in its indicated use, limitations, and possible complications of percutaneous needle techniques. Potential complications potential complications are those associated with any percutaneous removal/ biopsy technique for tissue collection. Potential complications are limited to the region surrounding the biopsy site and include hematoma, hemorrhage, infection, a non-healing wound, pain and tissue adherence to the biopsy probe while removing it from the breast. As per routine biopsy procedures, it may be necessary to cut tissue adhering to the biopsy probe while removing it from the breast. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Manufacturer narrative:
A further clinical review of the event details was completed and a change in the MDR reportability was identified. No medical records or no medical images have been made available to the manufacturer. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that a probe became stuck in the breast after sampling. The doctor had to pull the probe out of the breast and the procedure was completed with another probe. There was no patient injury.